Manufacturer narrative:
(B)(4). The DHR for the instrument in question, was reviewed and found completely without any irregularities. This instrument was manufactured at the (B)(4) as part of a 99pc. Lot in september of 2016. Evaluation of the returned instrument shows that the tips are aligned properly with each other in the open and closed position and the instrument properly picks-up, retains, closes and releases multiple clips as required of its function. At this time we are unable to validate the alleged complaint since we are unable to replicate the alleged issue. All instruments were 100% visually inspected and function checked at time of manufacture. No corrective action required at this time.

Event description:
The clips are not closing properly. Hematomas occurred. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). The device investigation report has not been submitted at this time. Teleflex will continue to monitor and trend related events.

Event description:
The clips are not closing properly. Hematomas occurred. The patient's condition was reported as fine.